Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an oss operation was performed and when impacting the proximal femoral component with the thread inserter adapter with the stem inserter, the adapter jammed in the femoral component, and it could not be removed. Subsequently, the surgeon decided to leave the adapter and complete the surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 d4: attempts have been made to gather all product identification information and no further information has been provided. The reported products were reviewed for compatibility and it was determined that the following implants/instruments are not compatible: the adapter and the proximal femoral used in this case. The complaint could not be confirmed. The root cause of the reported issue is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.